Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two abre stents were used to treat the patient. Approximately 2 weeks post procedure patient suffered subacute occlusive thrombus. Stent check at follow up showed subacute occlusive thrombus both stents, per principal investigator this was secondary to small inflow vessels, lack of mobility, elevated body-mass index, and initial refusal by patient to have lovenox injection immediately post stenting. Patient deemed not a candidate for lysis/ thrombectomy in light of above. Does not appear inflow could support maintaining stent patency. Lovenox discontinued and patient transitioned back on to eliquis. No additional interventions planned, conservative management only. Patient has not recovered.

Manufacturer narrative:
Update received 08 may 2025: adverse event term updated to - iliofemoral subacute occlusive thrombus throughout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received on 13 jun 2025: the patient suffered iliofemoral vein subacute occlusive thrombus throughout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received on 24 sep 2025: patient suffered iliofemoral vein subacute occlusive thrombus throughout including stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.